Manufacturer narrative:
Device passed displacement test and self test. No unexpected hardware low level failures noted during testing however, hardware low level failures was present in the pump trace download due to broken trace at u1 pin 1 or vdd on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio of alarm anomalies noted during testing.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a hardware low level failures. The customer's blood glucose level was unknown. The customer also stated the self test was not ok. The insulin pump will be returned for the analysis.